Manufacturer narrative:
H3, h6: the navio bone screw driver, part pfsr110164 used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor could be mechanical component failure and breakdown/defect of the weld. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio assisted tka surgery, the surgeon went to drive the bone pins into the tibia and said that the navio bone screw driver was stripped and spinning around the pins, but not driving them in. The procedure was finished with a back up device without significant delays (a few seconds). The patient was not harmed.